Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. A corroded motor assembly was noted during the visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported by the customer's friend that the insulin pump was exposed to moisture. Customer stated that they had been pushed into a pool while still attached to the device and fluid is trapped behind the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).